Event description:
Patient reported that the device is not correctly storing memory values. Patient stated that they manually tracks blood glucose results, and found that they are not in agreement with those captured in the device memory. Patient's with those captured in the device memory, patient's blood glucose was not affected and no treatment was received. A request was made for the return product was shipped.